Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report high blood glucose as well as battery issues with the insulin pump. The reported blood glucose reading was 468 mg/dl at the time of the call. During the call, the customer stated she was spilling ketones and stated she would be going to the emergency room to get treatment for the high blood glucose. The customer called back days later to confirm that she was hospitalized for the high blood glucose. Nothing further was reported.